Event description:
International customer reported that a patient underwent an incisional hernia repair with mesh implant in 2007. The patient presented with a recurrent incisional hernia in 2008. The patient was returned to surgery for repair approx five and a half months later. Additional information regarding the explanted mesh's condition requested, but not provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.